Event description:
Information rec'd indicates the head section will not lower.

Manufacturer narrative:
The technician found the gas spring was bent which prevented the head section from lowering. The technician replaced the gas spring to repair the stretcher.